Manufacturer narrative:
Lens was returned positioned incorrectly in a lens case. There was dried surgical solution on the lens. The posterior surface of the optic was noted to be scratched near and surrounding the center of the optic. The optic also appeared to have several yag laser marks. There was no other lens damage observed to the lens. The resolution was tested and was acceptable. The focal length was 18.33 equaling a 19.50 diopter lens. The lens product history record and batch records were reviewed. All documentation indicated that the product met release criteria. A waxy lens was not observed. There are no other complaints in this lot. Add'l info was requested by mail and fax on 7/13/2007 and by phone on 7/16/2007.

Event description:
A surgeon reported a pt experienced poor, waxy vision following intraocular lens (iol) implant surgery. Attempts to correct the pt's vision with refraction and with a yag capsulotomy were unsuccessful. The surgeon reported the lens may have been scratched by the new surgical technician. The lens was removed and replaced with a different lens model.